Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented (cr) narrow right size 5 catalog 42502005802 lot 62940398, articular surface (cr) right 11 mm height catalog 42521000411 lot 62719916. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02978, 0001822565-2019-02979, 0002648920-2019-00530. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three months post knee arthroplasty the patient was diagnosed with chronic regional pain syndrome, reported to be related to the procedure, and is being treated with pain medication.

Manufacturer narrative:
The reported event could medical records reviewed and identified that the pain syndrome is related to the operation, however, the patient¿s reported pain cannot be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.